Event description:
It has been reported that the pads adhesive may not meet the contact surface area specifications and a cut in the material was observed.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2022-02299. Device investigation is housed within (B)(4).